Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported at a follow-up, high capture threshold and low sensing was noted. The lead was explanted.